Manufacturer narrative:
Follow-up #1 date of submission 01/18/2016. Device evaluation: the pump has been returned and evaluated by product analysis on 01/06/2016 with the following findings: a visual inspection of the pump showed no damage to the display. No scratches were observed; however, adhesive residue from the protective lens film was observed. The complaint was not duplicated during testing.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. (B)(6).

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a display (damaged) issue with a scratched display. No information was provided regarding the legibility of the screens. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.